Manufacturer narrative:
The device history record (DHR) has been reviewed and no issues or discrepancies were found relating to this complaint. DHR shows that the product was assembled and inspected according to our specifications. The customer complaint was not confirmed. However, based on similar complaints a (B)(4) was opened. The customer complaint was not confirmed due to the lack of product. However, based on similar complaints the root cause could be related with tears in the corrugated tubing. A scar was opened to address this issue. If the sample becomes available a f/u report will be submitted.

Event description:
The event is reported as: "complaint alleges that ventilator circuit would not pass the pre-application leak test on a servo I ventilator due to split corrugated tubing at the connector." No pt injury reported.